Manufacturer narrative:
As there was no revision surgery reported at the time of this submission, the investigation consisted of historical and trend analysis, as well as interviews. It was found that there have been no other complaints logged for the 3cs1614-0709. There was one other complaint filed for another device in this part family, however it was not for this reported issue. Additionally, there have been no other complaints filed for the screw. This review showed no trending for this reported issue, and this was found to be an isolated incident. DHR sm116987 was reviewed to determine if there were any inconsistencies that may be associated with this reported issue. No inconsistencies were found, and the device was found to be manufactured to print. Inventory was reviewed, and there were none of this lot still in stock. The device was still implanted at the time of this report, so it was unable to be inspected. A review of current device labeling confirmed the presence of instructions and detailed images for verifying the engagement of the locking mechanism. Historical and documentation reviews showed no inconsistencies or non-conformances. This was determined to be an isolated incident, and a root cause of the reported issue was unable to be determined.

Event description:
It was reported that during a post-op checkup, a set screw was found to have migrated. At the time of this report, no revision case has been scheduled. The customer reported that during the case at the c3-4 adjacent level fusion, the physician placed screws but was not able to tell if the screws were locked in the cage. On the 2 week follow up x-ray was performed and showed the screw starting to back out.